Event description:
It was reported that bd insyte autoguard silicone is found on invasive components. The following information was provided by the initial reporter, translated from portuguese to english: jelco 18 is defective, silicone is stuck in the socket, and puncture is impossible.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38184414 and lot number 3363158. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team; however, the picture only showed the outer shelf carton label. In order to sufficiently analyze this reported event, a picture sample of the affected sample/defect would be required. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
None additional.